Event description:
Ous MDR. After an implantation period of approx. 30 months, oversensing in the ventricular channel was reported. Due to a suspected lead fracture the lead was explanted on (B)(6) 2018. The lead was not returned to biotronik.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. Approx. 35 cm distal to the df4 connector pin the lead body was found squeezed and deformed. In this region the insulation as well as the coating of the conductor cables to the ring electrode and to the shock coil were damaged. This damage can be considered as the root cause of the clinical observation reported in the complaint text. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.